Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic, the pulse generator exhibited backup vvi mode. No report of intervention or additional information was available.